Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the failure analysis (fa). The instrument was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. This causes the instrument to not move properly. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument arm was not moving properly. The procedure was completed with no reported injury.